Manufacturer narrative:
The initial reporter's occupation is not applicable/non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer via a company representative regarding a patient who was receiving dilaudid with concentration 15 mg/ml at a dose rate of 3.49 mg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient was in a car accident and the seatbelt had pulled against her pump. The patient had been feeling inadequate pain relief since the accident. The event occurred during normal use. Regarding environmental/external/patient factors that may have led or contributed to the issue, car accident was indicated. A catheter dye study was being performed. Interventions/actions that were taken to resolve the issue was noted as being not applicable. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. Other medications (oral, etc.) The patient was receiving was unable to be obtained. The patient¿s medical history and weight was indicated as having been requested but was not available. The patient was without injury regarding their status at the time of the report. No further patient complications have been reported as a result of this event. On 2018-jul-10, additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the patient reported her pain relief was not as effective. The pump was still operating based on interrogation. A dye study was not able to be performed as the doctor could not aspirate the catheter. The patient would be scheduled for a replacement pump and catheter. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.